Event description:
The user facility reported to terumo cardiovascular systems corp that during cardiopulmonary bypass, the shunt sensor leaked. A short time after the initiation of the extracorporeal circulation, the user found a blood leak at the joint between the blue connector. Less than 1cc of blood loss. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).